Event description:
Complainant alleged that during biomed testing, the device displayed a "error ffff" and "ECG disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. Review of the readiness test log and activity logs showed ECG errors, which could indicate an issue with the analog board. The analog board was replaced to prevent future recurrence. The device was recertified and returned to the customer.